Event description:
The operator was attempting to perform the precision test. When they attempted to lower the shield, the hinges broke loose and the shield fell across the operator's foot. Upon inspection all 4 hinges were broken in the same manner.